Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned capio slim device confirmed that the carrier was broken at the crimped section and that two rivets were loose. It was determined that the failure initiation site had fatigue cracks in a brittle intergranular fracture. Also, the test sample presented evidence of bending fatigue. These findings are consistent with brittle material. This was likely due to a supplier manufacturing issue. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that another complaint has been reported for the same lot number by the same customer due to the same reason "carrier detached/separated."

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the carrier broke off inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair sacrospinous fixation procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the carrier broke off inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.